Event description:
The pt was getting extracorporeal photophoresis (ecp). The pt had finished the first cycle without complications. While the pt blood was returning, the nurse saw 0.9% normal saline and blood leaking around at the site of the hematocrit sensor. The nurse stopped and aborted the treatment. The pt did not have any adverse effects from the treatment and loss of blood.